Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 6f sheath after a coronary diagnostic procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of needle to cuff miss is confirmed. In addition the analysis of the returned device found a posterior foot break and was not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.